Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text : device not returned to investigation facility.

Event description:
The customer reported that the value remains between 70-80 and it is inaccurate. There was no patient impact or consequence reported.